Manufacturer narrative:
The probable root cause is attributed to an incorrect size of the outer labyrinth located on the arm drape.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the claw of the single port (sp) instrument arm drape accessory was bent and could not be mounted. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The drape was analyzed and found to have the outer labyrinth's "control pad height" to be out of specification which created mating issues between the outer and inner labyrinth, leading to excess friction or seizing resulting in detachment from the system when attempting to rotate a draped system's instrument drives. The root cause of this failure is attributed to a workmanship issue. The drape was installed on an in-house system. The instrument passed the engagement test; however, the drape failed the spin test. The drape labyrinths were unable to freely rotate and detached from the system when the instrument drives were manually rotated. During the rotation the instrument generated error message stating the drape may not be properly secured and could fall. Ensure the drape is properly connected to all four mounts to continue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.